Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a patient's mother (con) regarding the patient's implantable drug infusion pump. The pump was delivering lioresal (baclofen) at a concentration of 500 mcg/ml and a dosage of 130 mcg/day. The reason for use of medication was not mentioned. It was reported that the patient had nausea and vomiting after the implant, which occurred on (B)(6) 2016. Diagnostics showed that there was a cerebral spinal fluid (csf) leak. There were no additional allegations against the device. On (B)(6) 2016, the patient had a blood patch performed. Vomiting and fever occurred after the blood patch. The blood work showed that the patient had either a staph infection or strep infection in their blood. The pump and back incision are all clean and infection free. The patient started on vancomycin and remained in the hospital. The patient was reported to be alive and without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-sep-11. It was reported that the patient had a major seroma after the previously reported pump implant surgery. It was noted that the patient could not stop vomiting. The patient was reportedly in the hospital for 3 weeks, and the surgery was horrible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-sep-18 and from a consumer on 2017-sep-19. It was further reported that the patient experienced the following symptoms related to the first csf leak: sensitivity to light, nausea/vomiting, and terrible headache.